Event description:
During a left iliac angioplasty, resistance was felt while trying to back load the wire into the tip of smart control stent and the physician forced it. The stent was advanced to the lesion site and after a successful deployment, the tip of the delivery system broke then stayed on the wire during retrieval of the delivery system from the patient. The physician retrieved the wire as the tip was stuck on it. The device will be forwarded on receipt. There was no impact on the patient who was stable after the procedure. The wire used in the case was non cordis 035 wire with a 6f cordis brite tip sheath. The wire is being returned with the complaint sample. The access site was the left femoral. The vessel characteristics at the target site were calcified, 80% stenosis with no vessel tortuosity. It was not verified prior to insertion that stent was contained within the outer sheath/introducer of the system but the stent deployed properly. The guidewire port was flushed as outlined in the IFU prior to loading on the guidewire. High retrieving force needed until the tip broke while trying to remove the sds.

Manufacturer narrative:
While trying to backload the wire into the tip of a smart control delivery system (sds) resistance was felt at which time the physician forced the wire through the sds. The stent was advanced to the lesion in the left iliac artery and after successful stent deployment the tip of the delivery system separated during removal, however, it stayed on the wire during retrieval of the delivery system from the patient and was retrieved. It was noted that high retrieval force was needed to remove the sds. The wire used in the case was a non cordis 035 wire with a 6f cordis brite tip sheath. The vessel characteristics were described as calcified with an 80% stenosis and no vessel tortuosity. The guidewire port was flushed as outlined in the IFU prior to loading. There was no reported patient injury. One non-sterile pkg assy 10x080 smart vas 80cm was received coiled inside a plastic bag. The unit was deployed and the stent was not received. The locking pin was not received. The inner member was received separated and with a guide wire inside. Compress was observed at 32 cm from the distal tip. Blood residues were observed. No others anomalies were found. During the dimensional analysis the ID of wire lumen was found out of specification in the distal section. Functional test was performed using a cordis lab sample 0.035¿ guide wire. The guide wire was introduced through the unit and resistance was felt in the distal section of the unit. The same test result was observed with the guide wire received. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of the compress condition could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect these kind of issues. Handling and procedural factors could be contributed to this condition. The failure reported by the customer guidewire lumen (inner shaft) - separated-remains on wire was confirmed since the wire lumen was received separated and with a guide wire inside. The exact cause of the reported failure condition could not be conclusively determined. Controls are in placed at the final assembly and packaging processes to detect this kind of issues. Handling and procedural factors could be contributed to this condition. The failure reported by the customer inner shaft resistance/friction was confirmed since during the functional test resistance/friction was felt. The exact cause of the reported failure condition could not be conclusively determined. At the beginning of process the inner shaft is protected introduced trough it a stair rod with (B)(4). A risk assessment has been initiated to evaluate this issue. The major contributing factors to this event appear to be manufacturing and procedure related as the physician used a high degree of force when inserting the guidewire into the guidewire lumen of the sds. The IFU states, ¿if resistance is met during delivery introduction, the system should be withdrawn and another system should be used.¿

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.